Manufacturer narrative:
The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (c104/c105). In 2014, a new high-voltage capacitor design was implemented in the cognis, teligen, incepta, energen, punctua, and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed 11 months remaining longevity. Then during the recent check, the device showed six months remaining longevity. Analysis showed that he device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. To date, the power appeared steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed 11 months remaining longevity. Then during the recent check, the device showed six months remaining longevity. Analysis showed that he device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. To date, the power appeared steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. The device was explanted. No additional adverse patient effects were reported.